Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on two (2) patient samples with the simplexa covid-19 direct assay, but were negative upon repeat with the same simplexa assay and on a competitor assay (cepheid genexpert). Run analysis of the simplexa results are as follows: (B)(6) 2023 at 2123: sample ID (B)(6) (well 2): s gene (34.5) orf1ab (33.1) sample ID (B)(6) (well 4): s gene (31.6) orf1ab (32.7) (B)(6) 2023 at 0323: sample ID (B)(6) (well 6): not detected sample ID (B)(6) (well 7): not detected (B)(6) 2023 at 1320: neg nuova2 (well 4): orf1ab (35.7) the run files provided by the customer showed 2 samples (B)(6) changing interpretation from positive on (B)(6) 2023 and then negative on (B)(6) 2023. On (B)(6) 2023, six negative controls and 2 positive controls were run. One negative control was detected for orf1ab at CT = 35.7. Prior to the run on (B)(6) 2023, the customer had moved the instrument to a new room with new pipettes, new vials of utm, and sterile gloves, but still received a positive on 1 negative control. The fas belives contamination of the instrument 2d0549 to be contributing to the false positive results and it was recommended to decontaminate thoroughly . It is known the cepheid genexpert targets different genes (e gene, n2) than the simplexa (s gene, orf1ab) and utilizes extraction of the samples while the simplexa is direct. Based on the cts greater than 32 on the 2 alleged false positive samples on 1/24, the negative results on both samples following instrument relocation on 1/25, and then the late cts (35.7) in the negative control on 1/27, it is likely some level of contamination contributing to the false results. The customer's device and alleged false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x16377n met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in any of the targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2023 with 14 ntc replicates with zero (0) occurrences of false positive in any of the targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 1st complaint for false positives on mol4150 lot x15503n.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on two (2) patient samples with the simplexa covid-19 direct assay, but were negative upon repeat with the same simplexa assay and on a competitor assay (cepheid genexpert). The customer confirmed the results were not reported to a patient and no alleged harm occurred. Sample collection method was not provided.